Manufacturer narrative:
Trackwise (B)(4). Updated field: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. The device was returned to the factory for evaluation on 09/08/2025. An investigation was conducted on 9/8/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the harvesting device handle as well as on the jaws and heater wire. There were no visual defects observed on the intact heater wire. There were no visual defects observed on clear intact hot silicone jaw insulation. The clear silicone insulation on the tip of the cold jaw was observed to be peeled back, exposing the cold metal jaw. No other visual defects were observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "peeled; delaminated; jaw" was confirmed. The lot # 3000488741 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, there was a delamination of silicone from the vasoview hemopro 2 jaws, not fully detached. No patient harm. No added incisions or time. No added blood products. Power set to 3. A new device was used to complete the procedure. There was no patient harm.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.